Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed a detached downstream occlusion seal. Functional testing was performed. The event history log was reviewed. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
During the device evaluation the downstream occlusion seal was revealed to be detached. There was no reported patient involvement.